Event description:
The reporter stated that the physician reported the insertion for this patient was unremarkable. The patient was also a laboring woman who ultimately had a c-section. The catheter was used for the c-section. The catheter was removed and it was determined that the catheter had broken during withdrawal. Initial exploration did not locate the distal catheter tip. Surgical consult did not recommend further action. The distal tip remains unlocated. No adverse sequelae were reported.

Manufacturer narrative:
Evaluation summary: device history records were reviewed for this lot, the device history records indicates that lot was fully inspected and no issues were noted; the lot passed pull and leak testing. The actual device used in the incident was not returned. Ten sample devices were returned for evaluation. All of the unused devices were found to be fully intact, no failure was detected and the products were within specification.